Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 160 mg/dl. The customer stated that he had held a button down while at the beach, although he reported that the insulin pump had not been exposed to moisture, nor bumped/dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent escape and act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, a scratched and cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.